Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ventricular extrasystole procedure, a cardiac perforation occurred which required a pericardiocentesis. When making contact with the tacticath catheter on the posterolateral wall with the agilis, there was cardiac tamponade in the right ventricle near the valve. There was no defect in any abbott product. Perforation was noted when finishing the construction of the geometry with the hd grid and starting the mapping with the ablation catheter. The tamponade was diagnosed by echo pericardiocentesis was performed, and the patient is stable. The procedure was completed successfully. Patient had no device therapy, cardiac disease, or comorbidities.